Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they were going to the bathroom every 10-15 minutes and 3-4 times at night. Prior to the call today, the patient said they adjusted their device at home; they also mentioned the healthcare provider (hcp) has adjusted it as well. As a result of what was reported, the patient was transferred to another call center to obtain a new patient programmer (pp). They also said they were in the hospital. Later on that day, patient said "it never worked like it should." They also said "hospitalization, surgery, device gets adjusted/reprogrammed and it works for 2 days then just stops. Going to the bathroom too much at night. I¿d rather not have it. Sorry I got it; it bothers my back.¿ no further patient complications have been reported as a result of this event.